Event description:
It was reported that leakage was found at the rubber stopper during infusion. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Health impact and evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis., corrected data: h6. Health effects - clinical signs and symptoms or conditions.